Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq1325 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire broke due to a difficult thread. It was stated that when removed it looked broken so the rn pulled on it and it snapped.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed and was determined to be associated with use of the device. One 3cg stylet was returned for investigation. A break was observed in the polyimide tubing. The break was located 3.8cm from the distal tip of the stylet and 3.7cm from the proximal end of the polyimide tubing. The distal segment of the polyimide tubing was curved. The stylet was still attached to the t-lock extension set. The stylet wire had been partially retracted through the t-lock extension set. The fractured end of the stylet extended 8.6cm from the distal tip of the funnel that was attached to the t-lock extension set. The section of core wire proximal to the t-lock extension set was curled. Blood residue remained in the extension set. A microscopic examination revealed that the broken ends of the polyimide tubing were noted to be rough and uneven. Both the magnet and core wire were broken at the fractured end of the polyimide tubing. Kinks were observed in the polyimide tubing between magnets in the distal segment of the stylet. Blood residue was observed within the polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. Kinking of the stylet may result in stylet damage. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ it was reported that the insertion process was difficult. The stylet reportedly snapped when it was pulled on after removal. A lot history review (lhr) of recq1325 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire broke due to a difficult thread. It was stated that when removed it looked broken so the rn pulled on it and it snapped.